Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left anterior descending (lad) artery. During the use of a 3.5x23mm xience alpine drug-eluting stent (des), a leak was noted at the interface [hub]. Therefore, another xience alpine des was used and the procedure was completed. There were no adverse patient effects nor clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left anterior descending (lad) artery. During the use of a 3.5x23mm xience alpine drug-eluting stent (des), a leak was noted at the interface [hub]. Therefore, another xience alpine des was used and the procedure was completed. There were no adverse patient effects nor clinically significant delay in procedure. Subsequent to the initially filed report, the device was received and the analysis revealed that there were no leaks observed at the hub nor anywhere else on the device as reported. Therefore, the reported issues could not be confirmed. It was confirmed by the account that the correct device was returned. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing analysis were performed on the returned device. The reported leak/splash was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It was reported that during the use of the stent delivery system (sds), a leak was noted at the interface (hub). Analysis of the returned device was unable to confirm the reported leak/splash at the hub as reported. Factors that may contribute to a leak/splash include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the balloon, guide wire and/or inflation lumen. In this case, since the complaint could not be confirmed during return device analysis, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B5 - describe event or problem: updated.